Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Catalog number, n-st-mf115-255, is not PMA approved and is not on the PMA & same similar device list. At this time, there is no report of alcl. Record is no longer FDA reportable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
.Healthcare professional reported right side rupture via ultrasound. Device has been explanted and replaced.